Manufacturer narrative:
(B)(4) the rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient underwent seeg in 2022, and unfortunately suffered a hemorrhagic stroke as a complication. The patient was implanted with the rns system on (B)(6) 2023. This was about 6 months after the hemorrhage. Post-operative imaging showed an epidural hematoma under the neurostimulator. A surgical evacuation of the hematoma was done at that time. The patient did have some deficits after this complication (dysarthria). In (B)(6) 2025, the patient was assessed by the treating physician and was found to have worsening dysarthria. A head CT was done, which revealed migration of the left frontoparietal depth lead. The treating physician reported that it is unclear whether the lead migrated as a result of atrophy of the brain tissue related to the previous hemoatoma/hemorrhage, but feels this is a possibility. The patient had been following with another provider who had been getting serial head cts. The treating physician reviewed the serial head cts and found that the position of the depth lead has been stable since (B)(6) 2024. For now, stimulation remains on.